Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The earliest power data available per the power management tool/detail trace file is on 6/22/2024 at 8:47:59 am. There was no power data available for the event date 6/16/2024. Unable to check power data for failed batt/battery failed alarm however, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range using the existing historical data. A review of the pump history file reveals on 6/16/2024 at 16:48:56 the battery was removed, installed, and then the pump alarmed battery failed (failed batt test) indicating the user performed an attempt to insert the aa battery that did not pass the battery replacement test, finally, the user inserted good battery, at 16:50:42 and was able to continue using the pump. The pump behaved as expected. The pump was cut open for visual inspection. No evidence of physical or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, stained serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Cosmetic damage on the battery compartment and battery tube threads is confirmed. The complaint of battery failed alarm is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test and crack on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported receiving a battery failed alarm. Customer reported that battery contacts are not damaged or corroded. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1886 was requested and customer response was the device will be returned.